Event description:
Additional information was received from the physician indicating that he does not believe there is any relationship between the reported events and vns. The patient did not report any of these symptoms to the physician and the physician indicated that the events are likely related to the patient's chronic psychosis. No programming or medication changes are believed to have caused or contributed to the noted events. The physician noted that the patient has a history of schizophrenia that preceded vns.

Event description:
It was reported by the vns patient that the vns in combination with environmental factors was causing him to have cognitive difficulties that he did not have prior to vns. He has been reportedly experiencing this since a couple years following vns implant. The patient also indicated that he has depression and anger issues and is "on a lot of medication." The relationship of the depression and anger issues to vns is unknown. It is unknown if the patient had a history of depression prior to vns. The patient also mentioned that he has attempted to overdose on two occasions. The relationship of these events to vns is unknown and the patient did not indicate when these events occurred. Attempts for additional information from the physician have been unsuccessful to date.